Event description:
During ventilation, unit alarmed with tf 9907, 9706, 9710, 9709, and 5502.

Manufacturer narrative:
Included UDI in report.

Event description:
During ventilation, unit alarmed with tf 9907, 9706, 9710, 9709, and 5502.